Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they turned the implantable neurostimulator (ins) off and their symptoms immediately returned. When the ins was turned back on, the patient felt a jolt through their body that evened out. The patient was not able to put on eye makeup due to the tremor they have had since before implant. The ins covered 90 percent of the tremor. The issue was resolved at the time of this report. The patient's indication for use is essential tremor and movement disorders.